Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03051. It was reported recapture difficulty occurred and the tip of the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 33mm watchman® laa closure device & delivery system was used. The closure device was deployed, but needed to be fully recaptured because the device was too proximal. They attempted to fully recapture the closure device, but during the attempt, the tip of the access system became kinked proximal to the marker band. They then tried to partially recapture the closure device and redeploy it, but they were still unable to fully recapture it because of the kink. They decided to leave the closure device where it was because it was in good position at the ostium. The device met the release criteria and was successfully implanted. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the related watchman delivery system inside the sheath of the complaint device. The devices were bloody. The hub, shaft, and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath and there was tip damage (misshapen/delamination). The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03051. It was reported recapture difficulty occurred and the tip of the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system along with a 33mm watchman laa closure device & delivery system was used. The closure device was deployed, but needed to be fully recaptured because the device was too proximal. They attempted to fully recapture the closure device, but during the attempt, the tip of the access system became kinked proximal to the marker band. They then tried to partially recapture the closure device and redeploy it, but they were still unable to fully recapture it because of the kink. They decided to leave the closure device where it was because it was in good position at the ostium. The device met the release criteria and was successfully implanted. There were no patient complications and the patient is fine.